Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller stated the controller charges up normally, but when they charge implant it only charges up to 30 percent. They aren't with pt and doesn't know if rtm was heating up or not. Caller says this issue was first noticed "about a week ago" and says that the pt hadn't charged implant in awhile because they were "in and out of the hospital", but are able to connect to charge implant but it wont increment past 30 percent. Caller did clarify that the hospital stay had nothing to do with the stimulator, and that the pt had "burns on his leg that were infected" but wasn't related to mdt therapy. Troubleshooting was unable to be performed as caller isn't with the pt right now, they only have picture of the equipment. The caller was redirected to caller will call back when with the pt and equipment for further troubleshooting.